Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va071f4, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not believe their device was working at all, and clarified that they meant their bladder was out of control. Patient fell on their face and ever since their bladder symptoms had returned. It was noted that they could not feel the stimulation when they touched their wire. Patient mentioned they took vesicare. No further complications were reported.